Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. It is unknown if the tilt contributed to the reported perforation. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. The patient also reports that both legs have become swollen and to have anxiety. The indication for the filter implant was left lower extremity deep venous thrombosis (dvt) and history of pulmonary embolism (pe) despite anticoagulation. The patient was noted to be a paraplegic. The filter was placed via the right common femoral vein and deployed in the inferior vena cava between the confluence of the iliac veins and the renal veins. The patient tolerated the procedure well. There were no intraoperative complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. It is unknown if the tilt contributed to the reported perforation. Anxiety and leg edema do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due having left lower extremity deep venous thrombosis (dvt) and history of pulmonary embolism (pe) despite anticoagulation. The patient¿s history also includes being paraplegic. During implantation of the ivc filter via the right common femoral vein, the filter was inserted and deployed uneventfully. After completion of deployment, a completion vena cavography was obtained which showed excellent apposition of the filter in the inferior vena cava between the confluence of the iliac veins and the renal veins. The patient tolerated the procedure well. There were no intraoperative complications. The patient was successfully transferred to the hospital gurney and then to the recovery room in hemodynamically stable condition. According to the information received in the patient profile forms (ppf), approximately on or about thirteen years post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient also reports that both their legs have become swollen and to have anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: section b3 (event date) section b4 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes: device code 1260 added) complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient¿s medical history includes paraplegia. The indication for the filter placement was reported to be a lower extremity deep vein thrombosis with a history of pulmonary embolism (pe) despite anticoagulation therapy. The filter was implanted via right common femoral vein and placed with excellent apposition in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately thirteen years after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation outside the inferior vena cava (ivc). Approximately fourteen years and eight months after the filter implantation, the patient also became aware that filter struts had fractured and were retained within the ivc. The patient further reported having experienced bilateral leg swelling, mental anguish and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported leg swelling experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and tilt. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due having left lower extremity deep venous thrombosis (dvt) and history of pulmonary embolism (pe) despite anticoagulation. The patient¿s history also includes being paraplegic. During implantation of the ivc filter via the right common femoral vein, the filter was inserted and deployed uneventfully. After completion of deployment, a completion vena cavography was obtained which showed excellent apposition of the filter in the inferior vena cava between the confluence of the iliac veins and the renal veins. The patient tolerated the procedure well. There were no intraoperative complications. The patient was successfully transferred to the hospital gurney and then to the recovery room in hemodynamically stable condition. According to the information received in the patient profile forms (ppf), approximately on or about thirteen years post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, and a tilted filter. The patient also reports that both their legs have become swollen and to have anxiety. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 14 years and 8 months post implantation. The patient reports filter fracture with fractured struts retains within the ivc.